Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Additional information was requested and the following was obtained: how was case completed? => no information. Was the drain removed from the patient's body and replaced with new one surgically? => no information. Lot number => no information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by that the patient underwent an unknown procedure and drain was used. The drain was broken outside the patient¿s body. It was also reported that the milking was performed by using milking roller on the drain in question. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Actual device returned and evaluated. The broken surface is indented, such appearance is suitable for breakage following cut or nick in this area.